Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product support specialist went through the troubleshooting steps and advised the customer to visit the patient for further education and clarification of usage. The customer stated they would contact resmed if the issue could not be addressed through training. Resmed has attempted to make contact with the customer for further information regarding the complaint, however, no contact has been made. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device would not power down. There was no patient injury reported as a result of this incident.